Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One - patient alert for device circuit error on (B)(4)-2011 05:36:51. One - por (power on reset) for critical ram parity error, address=1ca2, data=e3 on (B)(4)-2011 05:36:51.

Event description:
It was reported that there was an electrical reset. Patient also reported that there was an electrical storm. The device remains in use. No patient complications have been reported as a result of this event.